Manufacturer narrative:
The logs and archives for the navigation system were reviewed by medtronic personnel. However, the logs and archives provided no additional insight into the probable cause of the anomaly as there were two registration attempts performed with a poor trace pattern. The logs did not indicate that a left right re-orientation was performed. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Technical services (ts) analyzed the returned archives. The archive had several registrations present. All of the registrations had very poor trace pattern, but mapped to the front of the head.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the registration orientation was flipped and displayed the lesion on the opposite side of the head. The representative had the site switch the view orientation for the surgeon profile. Upon doing this, the site did not re-register and the issue persisted. It was noted that the probable cause was an issue with the initial scan orientation. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the surgeon registered the patient and the registration showed up on the wrong side of the head. They observed the exam and was mis-labeled l-r and flipped the image. The site aborted navigation before re-registering the patient. There was a 30 minute delay to the procedure and no impact on patient outcome.